Event description:
Customer reported that the buttons on the insulin pump were not working and that she experienced a high blood glucose. The blood glucose reading was 600 mg/dl. Customer could not recall any significant event leading up to the keypad issues. She mentioned that the insulin pump had been cracked for about two years. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted during the visual inspection. A cracked reservoir tube was noted. The insulin pump was unable to prime during the prime test due to a loose and slanted drive support disk. The insulin pump passed the displacement test, rewind, and basic occlusion test. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads, a cracked belt clip slot and a missing end cap sticker.